Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the day of use.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one silicone two-way foley catheter was received. Visual evaluation noted no obvious defects with further testing required. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The active length of the catheter balloon was measured (0.6425") and found to be within specification (0.50" - 0.80") per procedure. The catheter measured to be 12 fr. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "(4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They maybe damage the device and may burst the balloon."

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the day of use.